Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that debris obstructing aspiration at the level of the vitreotome, affecting both aspiration and extrusion during vitrectomy surgery. The surgery was completed on the same day by using another vitrectomy pak. The patient experienced hypotony during the time required to reinstall the system.